Event description:
Female treated for colon ca with chemotherapy via left port a cath. Chemotherapy discontinued last month as the patient did not want to proceed with further treatment. Removal of port a cath scheduled. During the procedure to remove the catheter, the chamber and plastic stabilizer was removed but the catheter was noted to be disconnected from the system. Attempts made to retrieve but were unsuccessful. Patient taken to ir for safe retrieval. Successful. Patient was discharged. No further issues. This port was implanted by another health care facility.

Event description:
Female treated for colon ca with chemotherapy via left port a cath. Chemotherapy discontinued last month as the patient did not want to proceed with further treatment. Removal of port a cath scheduled. During the procedure to remove the catheter, the chamber and plastic stabilizer was removed but the catheter was noted to be disconnected from the system. Attempts made to retrieve but were unsuccessful. Patient taken to or for safe retrieval. Successful. Patient was discharged. No further issues. This port was implanted by another health care facility.